Event description:
Material no.: 366592. Batch/lot: w7x52a2. It was reported that during use of the bd microtainer® contact-activated lancet "there have been several instances where employees went to use microcontainer contact-activated lancet and either the lancet did not have a needle or there was a purple device at the end of the device". There were five occurrences reported. The following information was provided by the initial reporter: customer text: *mar. 22nd 2019: my staff has to put to my attention there have been several instances that they have went to use the bd microcontainer contact-activated lancet and either the lancet did not have a needle or there was a purple device at the end of the device. I have included photo. Not sure if there have been any other complaints. Two patients had to be stuck 4-5 times due to device not having an active needle inside this happened in january and not sure of the date . The patients were stuck 4-5 times with defective devices and only received 1 needle stick. I have the box that the defective devices came from in my office. Also I personally used some out of the box for training and had 2-3 out of the 25 I used that did not fire a needle from the device.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for activation issues was observed for lots w7x52a2 and y9f12m2, but not for lots x9d48d9, x9l68r6, and y9b42e5. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to activation issues was observed on lots y9f12m2, x9d48d9, x9l68r6, and y9b42e5, but not for lot y9f12m2. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#761912. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Additionally, there was a report for a failure of a missing tab cap ("purple thing at the end"). This was observed from the provided photo; however, the lot that this belongs to is unclear and, therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the evaluation/testing of the customer and retain samples, activation issues was observed. Further investigation has been initiated through CAPA#761912. The investigation is still on-going and improvements will be made as the potential causes are identified. Based on evaluation of the customer photo, the customer¿s indicated failure mode for a missing tab cap for an unknown lot was observed. Root cause description: CAPA#761912 has been initiated to document further investigation and root cause analysis relating to the activation issues. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on the investigation for the missing tab cap, a root cause could not be determined, as the lot could not be determined. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Complaints received for this device and reported condition of a missing tab cap will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: w7x52a2, medical device expiration date: 2020-12-31, device manufacture date: 2016-03-01. Medical device lot #: y9f12m2, medical device expiration date: 2020-04-30, device manufacture date: 2018-07-13. Medical device lot #: x9d48d9, medical device expiration date: 2022-04-30, device manufacture date: 2017-07-19. Medical device lot #: x9l68r6, medical device expiration date: 2022-12-31, device manufacture date: 2018-02-15. Medical device lot #: y9b42e5, medical device expiration date: 2023-01-31, device manufacture date: 2018-04-25. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 366592. Batch/lot: w7x52a2. It was reported that during use of the bd microtainer® contact-activated lancet "there have been several instances where employees went to use microcontainer contact-activated lancet and either the lancet did not have a needle or there was a purple device at the end of the device". There were five occurrences reported. The following information was provided by the initial reporter: customer text: (B)(6) 2019. My staff has brought to my attention there have been several instances that they have went to use the bd microcontainer contact-activated lancet and either the lancet did not have a needle or there was a purple device at the end of the device. I have included photo. Not sure if there have been any other complaints. Two patients had to be stuck 4-5 times due to device not having an active needle inside. This happened in (B)(6) and not sure of the date . The patients were stuck 4-5 times with defective devices and only received 1 needle stick. I have the box that the defective devices came from in my office. Also I personally used some out of the box for training and had 2-3 out of the 25 I used that did not fire a needle from the device.